Event description:
Additional information was obtained indicating that the right ventricular (rv) lead was surgically abandoned and successfully replaced with another rv lead. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance which was detected via the remote patient monitoring system. All other measurements were within range. However, a lead or connection issue was suspected. Hence, a revision procedure has been planned. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure has been planned. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.